Event description:
It was reported that the patient was unable to adjust stimulation and could not turn stimulation off for two days. The manufacturer representative met with the patient to read the device with the clinician programmer. The device was on, the device was turned off, and it was already zeroed out. It was noted that the patient still felt stimulation in her right leg. It was unclear why the patient felt ¿stimulation,¿ and the patient was referred to her pain management doctor to make sure there was nothing else going on. The patient had an appointment to meet with the pain doctor the next day. It was noted that the stimulation was bothering the patient, but was not overstimulating. Additional information received reported that the representative had turned the voltage down to 0.0v before turning it off. Residual stimulation was reviewed. Additional information received reported that the patient shut off the device, but it seemed it didn¿t turn off, since she felt stimulation afterwards. A nurse met with the patient yesterday, but was unable to determine where the issue was. The patient was at 0.5v when the patient came into the office today. The patient was frustrated with the device when she noticed the problem and might have it removed due to the issue. It was unclear when the problem started. It was planned to reset the counters and have the patient leave the patient programmer at the office while the device was shut off, so that the representative could check the log the next time the representative met with the patient. It was noted that the patient was sensitive to stimulation. An impedance check was performed and results were within normal range and did not indicate a problem with the system. Follow-up information received reported that the patient had the system removed over the weekend. The patient still had the paresthesia in the right leg, and her doctor that removed the system told the patient that it could take up to one week to go away (residual stimulation).

Event description:
Additional information received reported that the cause of the event was the implantable neurostimulator (ins) and the issue was unknown. It was noted that the device could not be shut down and was explanted. The patient did not require hospitalization and the patient outcome was noted as non-serious illness/injury. It was reported that the patient had residual hypersensitivity at the right lower extremity for three weeks. It was slowly resolving.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1993, product type extension; product ID 3487a, lot# l31001, implanted: (B)(6) 1993, product type lead; product ID 7434a, lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3487a lot# l31001, implanted: 1993 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).